Manufacturer narrative:
Section d10 returned to manufacturer on, of supplemental 001 medwatch report indicates: blank. Section d10 returned to manufacturer on, of supplemental 001 medwatch report should indicate: 12/02/2019.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it locked up at the self-test screen and would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it locked up at the self-test screen and would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed and initial evaluation of the customer¿s device and was unable to duplicate the reported issue. After further evaluation, physio observed that the device intermittently displayed a white display and the device was unable to power off using the power button. Physio replaced the user interface pcb assembly to resolve this issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. Physio-control further evaluated the user interface pcb assembly. However the issue was not repeatable, therefore further component cause could not be determined.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it locked up at the self-test screen and would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.